Manufacturer narrative:
Concomitant medical devices: 305u25 valve, implanted: (B)(6) 2010.

Event description:
It was reported that during a device follow-up, the left ventricular (lv) lead exhibited loss of capture, along with a high lv pacing threshold. The lv lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.